Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 06567.

Event description:
Patient¿s hip was revised approximately 4 months post implantation due to recurrent dislocation. Patient had been previously treated with closed reduction after experiencing a fall. The patient¿s head and liner were exchanged. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated. Reported event was confirmed by review of operative notes. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the dislocation can be attributed to posterior soft tissue disruption. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.